Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in the bipolar configuration. During the revision, the lead was tested with a psa and the impedance was 600 ohms. It was placed back in the pulse generator's header and the impedance was 600 ohms. The physician had concerns about the lead so it was replaced.